Event description:
A system operator reported that they were getting some over-corrections on high myopic custom lasik surgeries. A review of the pt records provided by the facility identified this pt with a loss of bcva in both eyes. This pt was 20/20 bcva in both eyes prior to lasik surgery. At 5 months post-op, the right eye was 20/25- bcva and 20/20-2 bcva in the left eye. An enhancement was performed on the right eye at 5 months post-op to improve ucva of 20/70 and on the left eye at 7 months post-op to improve ucva of 20/40-2. Both eyes showed a loss of bcva following the enhancements. The records indicate the pt was slightly over corrected in both eyes prior to each enhancement (right eye +2.50, left eye +1.25). Following the enhancements, the right eye was slightly under corrected (-1.00) and the left eye was plano.